Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had impedances varying from 3000 to 4000 ohms at multiple placement sites. It was also reported that there were chronically high impedance values despite multiple placement sites and a change of leads. The first lead was not use and a second lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.